Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1910002. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. One picture showed a pallet of soloshot ix shipping boxes (tertiary packaging) in which blister packages of needle product belonging to lot 190919 were observed loose above the shipping box. The pallet shipping boxes are shown on a plastic pallet, which is not used within the manufacturing plant. Another picture shows a soloshot ix shelf carton (secondary packaging) in which two of the blister packaging strips are shown in the same position at the top of the opened carton. A review of the production history for both the soloshot lot number and the microlance needle lot number did not reveal any reprocessing or segregation issues. Each of these product lot numbers were manufactured on separate days, with over two weeks of separation. Based on the investigative findings, it has been determined that these products did not coincide at any step of the manufacturing process. Root cause could not be determined.

Event description:
It was reported that syringe soloshot ix 1ml 22ga 1in had a mix of product types in the pack. The following information was provided by the initial reporter: "it was reported that 7 needle strips from a different item these were found loose in between stacked cb's on the pallet".

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 1910002. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. One picture showed a pallet of soloshot ix shipping boxes (tertiary packaging) in which blister packages of needle product belonging to lot 190919 were observed loose above the shipping box. The pallet shipping boxes are shown on a plastic pallet, which is not used within the manufacturing plant. Another picture shows a soloshot ix shelf carton (secondary packaging) in which two of the blister packaging strips are shown in the same position at the top of the opened carton. A review of the production history for both the soloshot lot number and the microlance needle lot number did not reveal any reprocessing or segregation issues. Each of these product lot numbers were manufactured on separate days, with over two weeks of separation. Based on the investigative findings, it has been determined that these products did not coincide at any step of the manufacturing process. Taking all findings into consideration, it is most likely that this issue resulted from manipulation of the product during storage, post-production. However, a corrective and preventive action plan has been initiated within the manufacturing facility to further review this reported issue and prevent any risks of possible recurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe soloshot ix 1ml 22ga 1in had a mix of product types in the pack. The following information was provided by the initial reporter: "it was reported that 7 needle strips from a different item these were found loose in between stacked cb's on the pallet. "